Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that there was an infection. The patient¿s feet were swollen and he osteomyelitis in both feet. It was noted that the patient had the implant since he had severe diabetic neuropathy in his lower and upper extremities. The patient had chronic pain, wore braces and took ¿cephlax and vagil.¿ the patient never turned off the implant and charged every 2 days. The infection and osteomyelitis had been present since (B)(6) 2014, prior to the implant, and it was clear at the time of implant. However, it occurred again after. MRI compatibly guidelines were requested. His healthcare provider (hcp) was considering possible amputation. The patient wondered if he would need the implant replaced if amputation was necessary. It was later reported that he still had a charge would soon have trouble finding an outlet and would not be able to recharge himself. He wondered how long it ¿can it remain dormant.¿ it was later reported the patient received assistance and his concerns were resolved over the phone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.